Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient fin was updated in cerner but was not updated in the pyxis es server. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient information was failed to reflect on the server. A technical support specialist (tss) provided guidance to the customer on manually discharging the specified financial identification number (fin) within the server. The customer confirmed that these fins needed to be fully removed from the server; however, since fin -33 could not be discharged via admission discharge transfer (adt), manual discharge was performed in the station. The system functioned as intended after the technical support specialist explained the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient fin was updated in cerner but was not updated in the pyxis es server. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.